Event description:
A surgeon reported that during surgery, bubbles were coming from the 23 gauge flexible tip laser probe. This presented an inconvenience to the surgeon, but the case was completed with no negative pt impact. Add'l info received indicates that the bubbles appear only after some time, never at the beginning of a procedure.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).